Event description:
Fresenius dialyzer leak normal saline during the priming mode. While the hemodialysis machine was in re-circulation, during set-up, the nurse realized that the optiflux dialyzer was "leaking" normal saline from under the arterial header. Reoccurrence of this x 4 since discovery over past several months. The 4th incident date of leak (B)(6) 2011. Type of leak: header of dialyzer. Dialyzer size: f160nr/ lot 10ju05001. Expiration: 07/2012. Previous from same f160nr: 10cu05019; 10puo5013; 09ju03001. From dialyzer: f200nr lot 8eu506.